Event description:
Pt scheduled for bilateral laparoscopic hernia repair. Disposable hernia balloon kits were used to inflate abdomen. Balloons would not inflate and hold air. Used entire stock (7 packages) and none would work. Multiple practitioners attempted with no success. Have used product for years with no prior incident. Physician and scrub even attempted to use instrument and balloon/cuff from different lot numbers with no success. Co notified. (One kit had been used with no problmes). Pt required open procedure.